Event description:
It was reported that a few non-sustained right ventricular oversensing episodes were observed suspected to be due to noise. Isometrics and pocket manipulation did not reproduce the noise. The patient will be monitored.